Manufacturer narrative:
(B)(4). Date of event has been estimated. Date of implant has been estimated. The UDI is unknown because the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation determined that a conclusive cause for the tip detachment and pain could not be determined. The foreign body in patient was related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient had previously undergone a procedure on an unknown date/unknown hospital to treat the left superficial femoral artery with the implantation of a supera stent. On an unknown date post procedure, the patient complained of left leg pain and therefore was taken to the sweetwater angiography center for evaluation. Angiography was performed and the nosecone (tip) of the supera delivery catheter was found in the left femoral artery. No treatment was performed. It is unknown where the index procedure was performed. No additional information was provided.